Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling overfull and ¿felt hard to breathe¿ during dwell 1 and dwell 2. The patient reported ¿stomach is bloated and feels big¿ and has ¿been going on the last few days¿. The patient was connected to the homechoice device at the time of the events. It was reported the fill volume (fv) was 1800ml. The patient reported they will discuss decreasing the volume with the pd nurse. Renal therapy services (rts) assisted the patient to drain to empty. The drain volume was 1890 ml. Draining relieved the symptoms and patient reported they ¿felt better¿. The patient continued therapy and rts assisted the patient with a partial fill of 900 ml., then bypassed to dwell 3/5. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed.